Event description:
It was reported that the device received error code 571.6240. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 10/31/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer under tw complaint (B)(4) and sap (B)(4). The root cause of this failure was not identified as no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received error code 571.6240. There was no patient involvement.